Event description:
It was reported a dermatome device had no power in the handpiece. There was no patient contact. The device had been previously repaired.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.